Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after implanting a tecnis 1 piece intraocular lens (iol) zcb0000220 in the patient's right eye, the surgeon noted a ''divot at the edge of the optic''. The iol was removed, a capsule tear occurred, and subsequently a vitrectomy. An incision enlargement was not required to remove the iol.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection was performed. The lens was inspected at 10x microscope magnification. The visual inspection revealed that the lens was cut, and the parts were glued on each other with what appears to be viscoelastic residue. Surface particles were observed. Due to the condition of the returned lens, further testing was not possible. The condition of the lens was compatible with a lens that was removed from a patient's eye. Due to the condition of the returned lens, it did not meet acceptance criteria. A manufacturing related cause was not identified. The complaint was related to the surgical process and could not be verified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.